Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the right side fork is bent. The dealer did not mention any injury or property damage.